Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An certain® 4, 5, 6mm(d) implant driver tip - short (iipdts) was returned for investigation . Visual inspection of the as returned product identified no signs of significant damage or deformation. Functional testing was performed for the returned product and found that it merged with and successfully held compatible in-house testing implants. Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the driver (iipdts) does not engage to the implant correctly. It was also reported that they were able to complete the procedure using another driver.